Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 116mg/dl, 128mg/dl, 27mg/dl. Tests were done within <10 mins with a difference of 60mg/dl. Pt did not experience any adverse events. No further info has been reported.